Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection procedure, at second firing, the reload for the first firing was able to resect without problems, but when the reload for the second firing was connected, although the reload opening and closing screen appeared on the display, the reload did not move when the center control opening and closing was pressed. They reconnected it several times, but the same event occurred and when the handle and the adapter were exchanged, the device worked without problem and was able to resect with the same reload. Another device was used to complete the procedure.there was no patient injury.